Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was peeling up from the bottom of the keypad. All keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all button contacts. This report is made based on results of investigation completed on (B)(4) 2014.